Event description:
It was reported that the device had an electrical reset. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis of the device revealed normal battery depletion. The analyst noted that a review of the save to disk translated file, there was no evidence that a power on reset occurred.